Event description:
Physician understood that he needed to use the new blunt needle to obtain medicine from vial and insert into pt IV. Physician inserted blunt needle into rubber top of vial, drew med into syringe; noted a small gray spec floating in medicine in syringe. The speck of matter was observed under a microscope in the lab and determined to be a small piece of rubber from the top of the vial. Vial, needle, syringe and piece of rubber sequestered by risk. Dates of use: 2009. Diagnosis or reason for use: anesthesia. Event abated after use stopped: yes.